Event description:
Probe was tested and placed. When in stick mode, freezing was up the shaft. It was thawed and replaced with another probe.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.